Manufacturer narrative:
The insulin pump was received with a blank display due to cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.

Event description:
Information received by medtronic indicated that insulin pump had required several new batteries and battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.